Event description:
During routine surgical implantation, surgeon noticed that the locking nuts on one side of the construct were sitting deeper into the pedicle screw assembly. When tightening one of the locking nuts, the locking nut disengaged and stripped threads. When the affected pedicle screw located in the center was removed, the pedicle heads of the two other pedicle screws on the same side disengaged from their screw shanks. All locking nuts and pedicle screws on the affected side were replaced. No other complications or adverse events were reported.

Manufacturer narrative:
Add'l cat# pr0545c. Locking nut cross threaded resulting in the separation of the screw shank from the pedicle screw assembly.